Event description:
A ventilator was returned to a third-party service center for evaluation due to an allegation of a ventilator inoperative alarm. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at a third-party service center, the customer's complaint was confirmed a ventilator inoperative error was recorded in the event log. The technician recommended replacing the device's system board and blower assembly to address the issue. The device's software was upgraded to version 1.06.10. The unit passed final test.